Manufacturer narrative:
Mml ref #: (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to move the implantable pulse generator (ipg) medially because it was uncomfortable for the patient to wear his police belt and vest. The procedure was successful without complications. There was no report of patient harm or injury. The device remains implanted and functional.

Event description:
It was reported that the patient underwent a surgical procedure to move the implantable pulse generator (ipg) medially because it was uncomfortable for the patient to wear his police belt and vest. The procedure was successful without complications. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml ref #: (B)(4). The device history record was reviewed. No relevant non conformances were found.